Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) advised lifting father out of the bed into the chair and left front caster fell off but was able to safely lower enduser into chair.